Event description:
As reported, the balloon of a 3mm x 4cm 80cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured around 12 atmospheres (atm). As a result, a non-cordis 4mm high pressure balloon was used as a replacement to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a 95% stenosed lesion which was localization of the venous side near the anastomosis of a forearm shunt. A 4f non-cordis catheter sheath introducer (csi) was inserted from the vein and an unknown .018 guidewire was used to cross the lesion. Additional information was requested but was not provided. The device was discarded and will not be returned.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 3mm x 4cm 80cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured around 12 atmospheres (atm). As a result, a non-cordis 4mm high pressure balloon was used as a replacement to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a 95% stenosed lesion which was localization of the venous side near the anastomosis of a forearm shunt. A 4f non-cordis catheter sheath introducer (csi) was inserted from the vein and an unknown .018 guidewire was used to cross the lesion. The device was not returned as it was discarded. A product history record (phr) review of lot 82235029 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case and the lesion was described as having 95% stenosis. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 3mm x 4cm 80cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured around 12 atmospheres (atm). As a result, a non-cordis 4mm high pressure balloon was used as a replacement to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a 95% stenosed lesion which was localization of the venous side near the anastomosis of a forearm shunt. A 4f non-cordis catheter sheath introducer (csi) was inserted from the vein and an unknown .018 guidewire was used to cross the lesion. The device was discarded and will not be returned.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82235029 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.